Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One integrity rx coronary bare metal stent was implanted to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that the device was implanted one month after the expiry date. The device remains in the patient. No intervention or patient injury occurred as a result of the event.